Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as discomfort to an area that they had a previous procedure. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.